Manufacturer narrative:
Sections a1-a4 and g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module was exchanged because it indicated a red battery alarm when plugged in.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red battery alarm active was confirmed via visual analysis of the returned product. The heartmate power module (serial number (B)(6) was returned and evaluated at the european distribution center (edc). During the evaluation, a power on/off inspection was performed on the unit and the unit booted up as intended. After connecting the battery , a yellow wrench visual indicator light and red battery light was active, confirming the reported event. The battery was then forwarded to product performance engineering (ppe). During ppe testing, the battery was placed in a known working test power module and a backup battery fault alarm (red battery + yellow wrench alarm) became active after a few seconds. The battery was charged for an extended period of time; however, the fault alarm continued to occur even when the battery had an appropriate level of charge. The backup battery was able to operate a mock loop; however, the power module alarmed with a yellow wrench and eventually a red battery alarm, indicating that the battery would not hold much charge despite its measured voltage. Device history records were reviewed, the backup battery was manufactured on 04may2022 and was top charged/maintained and shipped in accordance with procedure while within abbott control. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate power module (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The backup battery, serial number 0, was observed to pass all initial manufacturing tests per the greatbatch manufacturing datasheet. The backup battery was also observed to have been manufactured on 04may2022. The battery was last top charged on (B)(6) 2022, and the battery was shipped to the customer on 20dec2022. The heartmate power module instructions for use (IFU) sections 4.0 ¿power module (pm) backup power¿ and 5.0 ¿power module (pm) alarm conditions¿) instructs users on how to handle red battery alarms that occur on the power module. A red battery alarm with a yellow wrench alarm signifies that the internal backup battery is not functioning properly. Users are instructed to immediately switch to a new power source. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced.